Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor exhibited connectivity issues. No intervention was performed.